Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: the black box data started on (B)(6) 2016; due to continuous pump use, the black box data and histories for the event date were unavailable for review. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(4) 2015 the reporter contacted animas alleging that on (B)(4) 2015 the patient experienced elevated blood glucose (bg) of 450 mg/dl with symptoms of dehydration and confusion. The patient reportedly did not have any ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The patient reportedly self-treated the elevated bg with an injection. During troubleshooting, it was determined that one of the patient¿s insulin to carbohydrate (I:c) ratio was programmed incorrectly. The patient reportedly fixed the setting during troubleshooting. All other pump settings were reported to be correct. Troubleshooting noted that there were cancelled boluses that the patient was aware of in the pump history. During troubleshooting, the pump¿s bolus calculator feature was found to be working normally and a one-unit air bolus was programmed and was correctly recorded in the bolus history. The reporter noted that the patient thought that the cannula might have been an issue as well, and was planning on changing the infusion set and the cartridge. The reporter also noted that the patient had experienced a change in stress level and signs/symptoms of illness that may have contributed to the bg excursion. The patient was referred to their healthcare provider for diabetes management factors. However, this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error in incorrectly programming the I:c settings.